Manufacturer narrative:
Complaint is confirmed. Performed investigation. Meter is unlocked to mg/dl. Errors 0300 and 0806 were found in error log. Calibration parameters were within specification. Memory overwrite was observed. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
Customer reported receiving an error message on their unlocked freestyle flash meter. The device was returned and during the course of the investigation it was discovered the meter had suffered the memory overwrite malfunction. There was no report of death, serious injury, or mistreatment associated with this event.